Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the sliding sleeve was rough running and irregular operation of the sliding sleeve. It was further noted that the device requires adjustment, lubrication and failed general performance tests. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the air oscillator device device sliding sleeve was rough running. It was not reported whether the event occurred during surgery or whether there was patient involvement. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly